Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. Only the tibial insert was returned for evaluation. A visual inspection of the returned device could not confirm the stated failure mode. The device has signs of damage and wear from implantation and extraction. The device was manufactured in 2007. The medical investigation concluded that, without the requested clinical information, a thorough medical investigation of the revision due a reported infection cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the sterilization records revealed the batch was sterilized within normal parameters. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Infection is a complication that can be associated with any surgery. Some potential probable causes could include contamination, patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported a revision surgery was performed due to infection. The entire system was replaced.